Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient underwent a full revision due to high impedance. No troubleshooting was completed; however, x-rays were taken. The surgeon suspects there was a micro fracture in the lead; however, this has not yet been confirmed. The devices are awaiting to be returned as they have not yet been received to date. No other relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. There was no performance, or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.

Event description:
The suspect device was returned for product analysis. The device model and serial number were able to be determined from the returned portions of the product. Product evaluation is still underway and has not been completed to date. No other relevant information has been received to date.

Event description:
Product analysis (pa) was completed on the returned device. The high impedance allegations were not able to be confirmed in the pa lab, however a significant part of the lead was not returned for evaluation. Continuity checks of the returned lead portions were performed during the functional analysis, and no discontinuities were identified. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. Note that since a significant portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No other relevant information has been received to date.